Event description:
Device 1 of 2: reference MFR report: 1627487-2012-13033. It was reported the pt was unable to get the same pain coverage he received during the trial on his permanent implant. The pt was explanted due to lack of coverage.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.